Event description:
Attorney reported: in 2002 - the pt was implanted with two davol composix dual meshes, to repair a postoperative ventral hernia. After implantation, pt's transverse colon adhered to the upper midline composix mesh and hernia defects recurred around the edges of the meshes. In early 2007 - pt's attending surgeon declined to explant the adherent mesh because the adhesions were too great to excise, for fear of opening the colon. Instead of explanting, the surgeon was forced on insert two additional prolene meshes to compensate for the failure of the composix meshes. On the pt's info and belief, the composix meshes "delaminated and/or hardened causing adhesions to the colon and causing recurrent hernias."

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. While recurrence and adhesions are known adverse events that are listed in the IFU, no conclusion can be drawn at this time. We will submit a follow up report when/if product is returned for eval or additional info becomes available. See medwatch 1213643-2008-00424 for info related to the other mesh implanted in 2002.